Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s doctor reported via phone call that the customer was hospitalized due to unknown reason and on an unknown date. The customer¿s blood glucose level was unknown at the time of incident. Doctor mentioned that the customer did not known anything about the insulin pump. Emergency room doctor wanting to reach out to customer¿s physician. The insulin pump will not be returned for analysis.